Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient came in for refill yesterday after low reservoir alarm went off (1.8ml left) and continued to alarm after update when patient went home. The healthcare provider (hcp) confirmed that she reinterrogated, and no new events are logged. The technical services (tss) explained known issue with low reservoir alarm not silencing after update. The hcp updated the refill date and updated pump, and no alarm banners are present on the home page now.